Event description:
It was reported that following an atrial fibrillation (afib) procedure a small pericardial effusion was discovered via intracardiac ultrasound. The caller stated that the pericardial effusion was not seen at the start of the procedure. No vital sign changes were reported. No intervention was performed. The patient will be observed overnight. No prolonged hospitalization is planned at this time. Further detail of the adverse event was requested, however the customer is unwilling to provide any more details regarding the event.

Manufacturer narrative:
Since no specific device mfg#/ model# as well as lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Smart touch bidirectional catheter (device is not marketed in USA; device was discarded by the customer): model #: d-1327-05-si, lot #.: 15649469m. Generic - acunav catheter (device is not marketed in USA; device was discarded by the customer): model #: unknown, lot #.: unknown. Regarding the biosense webster systems, the physician was contacted by bwi representative. The physician advised that this issue was not caused by a deficiency of bwi systems. The customer declined system service. Manufacturer's ref. No.:(B)(4).